Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the peritonitis. The patient was treated with vancomycin injection (2 gm, route, frequency and duration not reported), injection of fortum (route, dose, duration and frequency not reported) and imipenem injection (125 mg, route, frequency and duration not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovering from the event. On an unknown date, pd therapy was discontinued and the patient was shifted to hemodialysis. Fourteen days after event onset, the pd catheter was removed. No additional information is available.